Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a procedure, the imaging system was unable to complete an image acquisition. It was reported that the button for image acquisitions was pressed when the reported issue occurred. There was no known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information.